Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The patient contacted animas on (B)(6) 2012 stating that her blood glucose level has been elevated for the last 4-5 days. Her blood glucose levels have reportedly been in the 200 mg/dl range. On (B)(6), her blood glucose had increased to 449 mg/dl and the patient called and hcp who advised her to take 5 units of insulin via injection. She says, her blood glucose levels decreased to 360 mg/dl and by 8 pm was at 262 mg/dl. She says, she felt bad with elevated blood glucose levels and very tired but did not test for ketones. She said, she had shortness of breath related to a heart attack she had nine years ago. The patient says, she changes batteries every time she changes her cartridge. The pump's date and time were incorrect and was resetting after battery changes. She said, she was never trained on how to use the pump and figured it out on her own. She says, her time and date have been wrong ever since she could remember and nobody showed her how to change it until now. This complaint is being reported because, the pump's time and date were set incorrectly, and the patient suffered elevated blood glucose levels that required advice by an hcp to treat the acute level.

Manufacturer narrative:
The pump has not been returned to animas. There was no evidence of a device malfunction. The patient's symptoms may be attributed to use error. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.